Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 502-11-58f; trident hemispherical cluster hole shell; lot# 63280601. Cat# 2030-6535-1; 6.5 cancellous bone screw 35mm; lot# ht6nxt. Cat# 6570-0-136; delta v-40 ceramic head 36/0; lot# 63147801. Cat# 6721-0635; size 6 accolade ii 127 deg; lot# 62537004. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
As reported: "doctor explanted the (right hip construct) and implanted an antibiotic spacer construct due to infection. No further information available." Spoke to rep, who confirmed no further information or explants will be released by the hospital or surgeon.